Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed alleged failure: failure has occurs intermittently on this light source, recently installed the probable root cause/s could be a bad green led. Advise to send the led module back to vendor. Ncr179538 was created. The led module will return to vendor. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.